Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient under monitoring for revision surgery, due to symptoms like osteolysis. Impingement of stem and liner noted at revision surgery, osteolysis might be occurred